Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation. Patient stated all of a sudden, they started to get a lot of buzzing and vibration. Patient updated their settings but the issue was not resolved. Patient noted it felt like a phone ringing and even when they changed the settings down to zero, they were still vibrating. Patient mentioned they reset the controller but patient was still having a lot of pain and it was really bad so they went through changing the settings again and it didn't help that much. Patient was taking their pain medications regardless but the pain was still getting a little severe. Agent reviewed with patient that resetting the controller would not resolve the issue. The patient was redirected to their healthcare provider to further address the issue. Manufacturer representative (rep) states that the pt reports a lack of therapeutic benefit. The pt also reported during that same timeframe having consistent overstimulation sensation on one program. The caller states the pt's intensities are low. The caller went to reprogram the pt today and noted seeing possible shorts on contact 14/0 and 7/0. The caller noted changing a program to contacts 13/15 and when stim was adjusted up the pt jolted out of their seat though the caller did not note any impedance concerns regarding this contact pair. Agent reviewed considering checking current impedances against historical impedances (caller states the clinic does not have historical data), considering evaluating all impedances between pairs and programming on viable contacts. Caller called back and noted she tried programming pt on bipolar pair 13/14 as well as 13/15 and noted impedances between those contacts being 590, 610ohms. The pt is still getting a great deal of overstim at .2ma. Agent reviewed potentially imaging the lead and comparing against previous images to see if the lead has moved. The caller confirmed the pt noted nothing prompting her issues. The caller is going to consider differential target multiplexed (dtm) programming and see if that helps resolve the situation.